Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device number, and no non-conformance's were identified. Device evaluation summary: two opened boxes with a total of eighty-three unopened samples of product code vcp358, lot # mm2640 were returned for evaluation. The complaint sample was not received for analysis. During the visual inspection of thirteen unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance - breakage suture was found and the tested samples met the finished goods requirements. Representative samples returned to support investigation of 4 device issues captured in reports 2210968-2019-88036, 2210968-2019-87953, 2210968-2019-87954 and 2210968-2019-88038. Analysis results have been included in initial or follow up reports for each.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. The suture broke during the procedure. Changed another one to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.